Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant of a subcutaneous implantable cardioverter defibrillator (s-ICD), when defibrillation threshold (dft) induction testing occurred another manufacturer's pacemaker undersensed the induced ventricular fibrillation (vf). This caused continued pacing which was oversensed by the s-ICD and delayed shock therapy. The patient was externally rescued. Upon conversion out of the vf, the patient had asystole as the pacemaker was no longer capturing at 2.0 volts. The output on the pacemaker was reprogrammed to 7.5 volts and a mode of voo 70. On the second induction test the pacemaker was programmed more sensitive at 1.5 mv and the rv output was at 2.0 volts. The s-ICD did label the vf and treated the induced rhythm in a normal timeline, but there was some undersensing by the pacemaker. The vf was successfully terminated. However, after the conversion asystole once again occurred. An electrophysiologist was at the programmer for the pacemaker the whole time and quickly increased the rv output back to a higher output and capture was regained. After the second dft, while the pacemaker was set at 1.4 mv for sensitivity, oversensing was noted and pacing inhibition occurred which prompted the physician to program the sensitivity on the pacemaker back to 2.8 mv. The patient underwent a procedure where the s-ICD and pacemaker were explanted and replaced with a dual chamber implantable cardioverter defibrillator (ICD) system without complication. No additional adverse patient effects were reported.